Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 6f ebu3.0. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous, 90% stenosed, mid left anterior descending artery. A 2.5 x 15mm nc trek was used for pre-dilatation; however, the balloon ruptured on the first inflation at 12 atmospheres. Resistance was felt during advancement of the balloon catheter to the lesion. The device was changed to a 2.5x15mm non-abbott balloon catheter and the procedure was completed after stenting, without any issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.